Event description:
It was reported that the patient underwent a revision procedure due to stress incontinence with an artificial urinary sphincter (aus). The 5.0cm aus cuff was explanted and a smaller aus cuff was implanted.